Event description:
Patient's IV tubing broke by the filter, exposing patient to central line-associated bloodstream infection (clabsi) risk as well as risk of loss of access. After morning report, patient found in bed, IV tubing under patient's bedding/bunting. Line leaking into bed, and blood backing up into lumen. Unknown how long line was broken in this fashion. Patient stable, recommend ensuring lines are visible at all times and not under patient or bedding. Trace lines during off-going report with nightshift rn. There is a clear break in the line that seems to be a manufacturing issue as the medline tubing completely disconnected from the connection hub. In this case, the bd alaris pump infusion set was connected to a total parenteral nutrition (tpn) filter in which the infusion set tubing disconnected from the connection hub. This could have resulted in significant patient harm as blood backed up into the filter and put the patient at significant risk for a clabsi. Bd alaris pump infusion set: ref #10942011. Lot # 1023125196 is currently stocked in our unit, exact lot number of defective product unknown as packaging was discarded once lines were hung on nightshift.